Manufacturer narrative:
The device has not been returned to date and no photographic evidence has been provided; therefore, the reported event cannot be verified. A two-year lot history review shows a total of 2 devices for this lot number and failure mode. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been a total of 1 reports, regarding 2 devices, for this device family and failure mode. During this same time frame 2,814 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0007. Per the instructions for use, the user is advised the following: the entire surgical team should be familiar with the proper assembly, maintenance and use of the staplizer system. Always match the appropriate staple with the corresponding drive attachment. Protect implantable staples against scratching or nicking; stress concentrations may lead to failure. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the 7320-03, 13 x 20mm staplizer bone staple cartridge, qty 3 was being used on (B)(6) 2024 during a right knee revision acl with quads allograft and the ¿conmed stapilizer bone staple cartridge 13mmx 20mm is not firing from the reprocessable 3m/hall staple gun. The cartridge is breaking off pieces of the 13mm staple carrier and debris is going into the patient. This happened with two cartdriges on two different staple guns. Debris was removed from patient's knee¿. There was no report of impact or injury to the patient or user. The procedure was completed with arthrex staples and a 10 minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The customer reported that the 7320-03, 13 x 20mm staplizer bone staple cartridge, qty 3 was being used on (B)(6) 2024 during a right knee revision acl with quads allograft and the ¿conmed stapilizer bone staple cartridge 13mmx 20mm is not firing from the reprocessable 3m/hall staple gun. The cartridge is breaking off pieces of the 13mm staple carrier and debris is going into the patient. This happened with two cartdriges on two different staple guns. Debris was removed from patient's knee¿. There was no report of impact or injury to the patient or user. The procedure was completed with arthrex staples and a 10 minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence